Event description:
This male was undergoing treatment of retinal detachment with vitreous hemorrhage. During iridex laser use the endoprobe (iridex 23 grade straight) did not fit through the 23 gauge trocar. Another endoprobe was opened and found to be tight fitting/difficult to enter into the port into the eye trocar. Laser functioning therapeutically, other than fit.